Event description:
A pt reported blood glucose results of "490 mg/dl, 283 mg/dl, and 164 mg/dl" with a lifescan meter, performed between 11-20 minutes of each other. The meter, test strips and control solution were replaced.